Event description:
Approximately 1440 in 2003, dr. Informed rt that pt needed bagging. When rt entered the room, dr. Informed rt as rt began bagging that dr. Found pt unresponsive and disconnected from the bipap. No audible alarms were noted upon discovery. Dr., rn's and rt proceeded with resuscitation, including attempted synchronized cardioversion until pulse was restored and pt was placed on ventilator at approximately 1520. Pt spo2 ranged from 45% at beginning of resuscitation attempt, to 100% when placed on ventilator. Pt expired the next day.